Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, at the end of a lower leg angiogram with intervention, the hub of a flexor raabe guiding sheath separated as the sheath was pulled back over the bifurcation. Reportedly, antegrade access was obtained in the right common femoral artery. The access site was scarred. Other manufacturers¿ balloons, embolic protection device, and atherectomy device were used through the sheath during the procedure, as well as a cook balloon catheter. Resistance was encountered during insertion and removal of the sheath, as well as during insertion and removal of other devices through the sheath. The hub was not used to pull the sheath from the patient, and the dilator was reinserted prior to sheath removal. After the hub separated, the sheath shaft was manually removed from the patient. The procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU warns ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event, as the access site was scarred, and resistance was encountered during insertion and removal of the device. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3: occupation = lab manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, at the end of a lower leg angiogram with intervention, the hub of a flexor raabe guiding sheath separated as the sheath was pulled back over the bifurcation. Reportedly, antegrade access was obtained in the right common femoral artery. The access site was scarred. Other manufacturers¿ balloons, embolic protection device, and atherectomy device were used through the sheath during the procedure, as well as a cook balloon catheter. Resistance was encountered during insertion and removal of the sheath, as well as during insertion and removal of other devices through the sheath. The hub was not used to pull the sheath from the patient, and the dilator was reinserted prior to sheath removal. After the hub separated, the sheath shaft was manually removed from the patient. The procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.